Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 1200 mg/dl. Customer reported that the insulin pump had a motor error alarm and was hospitalized after he was found unconscious by a relative. Customer was treated with insulin drip while in the hospital. Customer's blood glucose reading was 440 mg/dl at the time of call. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump had a motor error alarm during manual prime. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.